Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. No patient infection occurred. The automatic endoscope reprocessor (aer) was not tested/cultured. The air/water channel, auxiliary water channel, balloon channel, and forceps elevator wire channel were precleaned/flushed with presept + enzicat plus detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, and instrument channel port, and distal end/area around the elevator were manually cleaned with steelcoxide-dt detergent and olympus single-use combination cleaning brush (bw-412t). The scope was manually disinfected with steelcoxide-dt. The aer used was the steelco along with neodisher sc detergent and neodisher septo pac disinfectant. The customer stored the scope in a steelco cabinet with drying function. The maintenance/repair of the scope was performed by olympus. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the air/water and suction channels on the evis exera iii colonovideoscope were contaminated. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, legal manufacturer's final investigation and the hygiene microbiological investigation report. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. No contaminants were discovered. The device was evaluated where no abnormalities were found though there were several technical defects such as scratches, wear, and adhesive gaps. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported phenomenon cannot be conclusively determined, however, user' s insufficient reprocessing cannot be ruled out as a contributing factor. Olympus will continue to monitor the field performance of this device.